Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Prior to the malfunction alarm the customer reported the pump was dropped to the floor. Tandem customer technical support assisted customer with resetting the pump, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.